Manufacturer narrative:
Balt USA reference # (B)(4). The complaint investigation was performed by legal manufacturer, balt extrusion who provided the following summary of the investigation: the returned device (hybrid007d) was inspected in our quality laboratory. During our analysis, we observed the following points: - the guidewire was returned in two pieces - the distal part measures approximately 60cm and the proximal part measure aproximately160cm. The rupture (break) occurred at the level of the nitinol/stainless steel welding. - we observed a friction area approximately 120 cm from the proximal part. - we can confirm that the entire guide was removed from the patient, no missing parts. - we have been informed that the physician has used for the procedure a magic1,2f or sonic1,2f and these two catheters are compatible with the hybrid guidewire. This issue is not related to incompatibility between the devices used. Based on the available information and the investigation results the complaint can be confirmed. The review of the lot history records (lhr) did not highlight any anomaly during the manufacturing process. Several tests are performed during the manufacturing process: - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - the aspect of the welding is 100% controlled. Based on the incident description and our observation we could make the following hypothesis: - the issue could be explained by a wrong manipulation during the withdrawal of the guidewire from the dispenser hoop (use of excessive force). As mentioned in the instruction for use IFU "preparing the guidewire: remove the guidewire from its protective tube, taking special care with the distal part. If you have difficulties in removing the guidewire, perfuse a sterile physiological saline solution into the protective case. Examine the guidewire to make sure that it has not been damaged. Rinse the guidewire with the sterile physiological saline solution". Indeed, it shall be removed very carefully, the guidewire can be twisted or bent if it is pulled. We cannot confirm this hypothesis because according to the information provided by the facility the device was prepared following the IFU flushing the hoop using a saline solution. - this issue could also be due to excessive traction, bending, or twisting of the device during use. During the investigation, we noticed some friction areas. This friction area could be related to the exertion of significant forces during navigation. As mentioned in the IFU: "avoid repeated bending, at the same point in order to avoid damage or separation of the guidewire". And "never force an intravascular device against resistance without first determining the cause through angiographic inspection. Working against resistance can damage the guidewire and the catheter or cause lesions in the patient". But this hypothesis could not be confirmed because it was reported that the physician did not feel any resistance during the insertion or the navigation. - this issue could be linked to the procedure or the patient condition, but we are lacking some information as the procedure report and procedure images to fully investigate this hypothesis. Thus, we cannot confirm this hypothesis. In conclusion, we were not able to accurately determine the root cause of the event experienced. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the hybrid wire is broken during the intervention. The broken tip was removed with a snare." Incident report form received for this incident indicates that no patient injury was sustained.

Event description:
It was reported that: "the hybrid wire is broken during the intervention. The broken tip was removed with a snare." Incident report form received for this incident indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.